Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The glenosphere would not screw into the metaglene. Further examination showed significant damage to the lead threads on the screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the glenosphere would not screw into the metaglene. Further examination showed significant damage to the lead threads on the screw. The device associated to the complaint was returned for analysis. The visual analysis carried out on the returned product watch a deterioration of the thread of the fixing screw of the glénosphère. The DHR analysis of the returned product batch shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. (Screw used on the returned product glenosphere: screw w99990 batch 5245040). A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed the root cause of the incident could not be determined with certainty. The incident could have occurred during use, from an assembly not in the axis.